Manufacturer narrative:
The investigation has determined that higher than expected lactate results were obtained from college of american pathologists (cap) proficiency samples using vitros chemistry products lactate (lac) slides lot 3533-0125-2686 on a vitros 5600 integrated system. The assignable cause of the events is unknown. Historical quality control for vitros lac lot 3533-0125-2686 displayed acceptable accuracy when compared to the biorad target values, and precision was also acceptable. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros lac reagent lot 3533-0125-2686. Precision testing was not performed on the vitros 5600 integrated system; therefore an instrument related issue cannot be fully ruled out as a contributor to the event. However, historical qc data was accurate compared to the biorad target values and showed acceptable precision, and there was no evidence of an instrument malfunction.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected lactate results were obtained from college of american pathologists (cap) proficiency samples using vitros chemistry products lactate (lac) slides lot 3533-0125-2686 on a vitros 5600 integrated system. Cap sample chm-12 results of 5.37 and 5.25 mmol/l vs an expected result of 4.52 mmol/l cap sample chm-14 result of 4.5 mmol/l vs an expected result of 3.87 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros lac results were obtained from proficiency samples and no results were reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number three of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).